Event description:
Ventilator noted to be giving a high rate of 158-168. Vent was autocycling. Adjusting the flow sensitivity and pressured sensitivity did not help. Vent continued to autocycle and make a loud noise.

Manufacturer narrative:
We received an e-mail from rep of the FDA requesting information pertaining to the voluntary FDA medwatch report she found during a review of the maude database to which she could not find a corresponding medwatch report from us. A review of our complaint database was performed and no file was found that matched the incident reported in this voluntary medwatch report. Since the reporting facility and the unit serial number are not contained in the report. No match could be made. We have opened a complaint file on this incident based on the printout from the maude database and have submitted this medwatch report. With no reporting facility information or unit serial number available no record of any evaluation or corrective measures for the unit was found within our complaint database.